Event description:
An ipp device was implanted on 8/19/92. A rear tip extender was revised on 10/21/92. The cylinders were revised on 7/23/93. The reservoir was revised on 2/14/96. The right cylinder was revised on 4/26/96. The entire device was removed from the pt on 7/24/97 due to fluid loss, would not inflate, and malfunctioning cylinder tore.